Manufacturer narrative:
The system was examined and the reported event was confirmed and replicated. The power supply and host central processing unit (cpu) were both replaced to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to power supply and host cpu being nonconforming. However, it remains inconclusive whether only one or both of these parts contributed to the reported event, as the samples were not returned for evaluation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported the system booted up normally but turned off during a phaco with intraocular lens implant (iol) procedure. The procedure was completed with no patient harm.